Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-4068-90, suturelasso¿ sd, 90° straight, its suture broke which the surgeon could not use anymore. This was detected during an unspecified procedure on (B)(6) 2026. The procedure was completed successfully by using another new ar-4068-90. There was no patient harm. Additional information received on 24th april 2026: the name of procedure performed was rotator cuff repair of the shoulder joint.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is attributed to user error, including excessive force during suture passage, kinking or improper reloading of the wire loop, and/or advancing the wire through a clogged or damaged instrument tip. The complaint allegation was not confirmed. No evidence of that failure was received.